Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report for provue. Account routinely performs parallel testing with a sister facility just to prove competency and reagent and equipment performance. Account was presented with a sample that contained anti-kell (1+) that failed to react on the provue and manual gel. Lot numbers in use: vss976. After initial testing on provue and manual gel account repeated it once again on provue - this time they got a question mark but manual review of the card was negative. No erroneous results released. Account testing sample as a competency sample and patient not transfused. Issue started on: (B)(4) 2018. Reported 2-20-2018. Methodology used: provue and manual gel. Incubation time (for manual test only): 15 minutes. Test repeated: yes - both manual gel (see mxp (B)(4)) and provue again. Result obtained by repeating: manual gel negative - provue - question mark but reaction looked negative upon manual review. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Customer called back and would like service on the provue to check it out. So opened. Service order (B)(4), completed: 02/22/2018. No onsite servicing required. Instrument operating as expected.